Event description:
Product performed well throughout a lengthy case. The physician routinely flushed between catheter exchanges. The pt was very lightly heparinized. At the end of the procedure the physician noticed resistance when attempting to aspirate and pulled a large clot. The product was not saved.